Event description:
The user stated they had one pt sample in a heparinized green top plasma tube for troponin t that initially resulted as 0.044 ug per l and repeated as less than 0.010 ug per l. The same sample was tested a third time with a result of less than 0.010 ug per l. The initial result was not flagged and was not reported. The field service rep could not duplicate the error. He performed preventive maintenance and verified the system by performing a system volume check and a high voltage adjustment. He ran performance tests, recalibrated the assays, ran qc and ran pt samples.